Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 12. Details of surgery: sinus augmentation and immediate extraction site. On 2023-07-13, non-osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, bleeding and inflammation. No further patient complications were reported.